Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2a, d2b, g3, g4, h6 the following sections were corrected: d4, h6 expiration date and manufacturer date: unk MDR section codes updated/corrected: a, b, e the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 104 months after a total knee replacement procedure, the patient has experienced prosthesis wearpain, stiffness, swelling, discomfort. No further issues or complications were reported. No additional information is available.